Event description:
On (B)(6) 2012, the patient underwent treatment of a 5.5 cm abdominal aortic aneurysm with two gore excluder aaa endoprosthesis. The physician reported that two weeks post implantation the patient developed a body rash. Reportedly, the physician was unaware of the patient's nickel sensitivity prior to the implantation on (B)(6) 2012. It was reported that the patient's known allergies included cipro, morphine and demerol. Further, no known sensitives or allergies to the device materials were discussed with the patient prior to the implantation. It was reported on (B)(6) 2013, that the patient has been experiencing symptoms of a nickel allergy over the last six months.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: pxl161407/10549897.